Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the proximal femoral stem of the juvenile tumor system (jts) extendible distal femoral replacement was modified intraoperatively during the surgery to be 2.5cm shorter.